Event description:
(B)(4). The provider states the unit has a m2 fault and has a burnt smell to it. He states he wiggles the wires, the unit will work for a few feet then throw the m2 fault again and the unit will not move.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.